Event description:
It has been reported to philips that during an emergency coronary procedure the system stopped working. The patient was transferred to another room where the procedure was completed no patient harm has been reported. Philips has started an investigation for this complaint.

Event description:
Philips has investigated this complaint. A philips engineer inspected the system on site and identified that the fuse of the mains power distribution unit had tripped and the power tray and flat detector had failed. Based on available information and review of the log files, most likely the power tray failed due to mains power outages causing the fuse to trip. A sudden power outage may cause the flat detector to fail. The fuse, power tray and flat detector were replaced after which the system was returned to use in good working order.